Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to scarring around the tubing and pump causing the pump to ride high the patient had his inflatable penile prosthesis (ipp) pump repositioned and tubing shortened. It was also stated that the pump and tubing were released from the scarring during this procedure. The pump was implanted about a year ago and the patient is now in recovery. Should additional information be received a supplemental report will be filed for the addition information.